Event description:
Issues with the water chamber design causing the air inlet gasket to buckle and deform resulting in air leaks and decreased therapy. This usually occurs about six months after setup. / product details: issues with the water chamber design causing the air inlet gasket to buckle and deform resulting in air leaks and decreased therapy. This report captures: aircurve11 #2. Patient code: 4582. Device code: 2946, 2976, 3023. Reference report: mw5190878.